Event description:
It was reported that the adhesive on the bottom of the cannula was curling up, and the patient experienced reduced mobility, including difficulty moving to the toilet or mobilizing during the day, and was treated with antibiotics.

Manufacturer narrative:
E1: name: (B)(6) country: united states of america address - line 1: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.